Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. One event was duplicated during testing. One device was found to be affected by a failed e-box. One event was not duplicated during testing; the device was found to be within specifications. Two devices were repaired and returned to the account. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device had run-on. There was no patient involvement; no patient impact.